Event description:
Customer called in reporting err-4 message and unable to test with meter. Customer reports seeing the battery icon as well.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and fresh panasonic battery voltage was measured at 3.155v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was received at mg/dl. The 0300 and 0015 errors were observed in the error log indicating battery droop. Battery droop is an indication of memory overwrite. Meter is operable. Customers and retailers have been informed through the, fa16may2006 letter.